Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurred, with the caller acknowledging and understanding the instructions.